Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The patient called to report a motor error alarm and a protruded drive support cap. The patient stated that the unit occasionally falls on the bathroom floor. Advised the patient that the insulin pump would be replaced. Nothing further was reported.